Event description:
The customer reported the system became unable to produce fluoroscopy xray. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. A cable was replaced. The system was then found to be operating as intended.